Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is experiencing heart rates in the low 30's and feeling lightheaded. The device lower rate setting is set to 60 beats per minute. The device remains in use. No further patient complications have been reported as a result of this event.